Event description:
In 2009, the lay-user/patient contacted lifescan (lfs) alleging that the one touch ultra2 meter is giving inaccurate low readings. This complaint is classified according to the documentation of the customer care advocate (cca). A no response letter was sent to the patient. The inaccurate low issue began five months prior to event date. The patient reportedly obtained a blood glucose reading of "23 mg/dl" on the subject meter. At a later time, more than 30 minutes, the patient reportedly obtained a blood glucose reading of "209 mg/dl" on an unknown meter reading. Reportedly, one month after the reported issue began, the patient developed symptoms described as "wuzzy and can't get up". The following month, her healthcare provider treated the patient with lantus based on a sliding scale after she was transported to the ER via ambulance. The patient did not test on any device at the time of concern. It would have been helpful to know the patient's diabetes medication regimen and testing frequency, the duration of the symptoms, what treatment did the patient receive in order for the symptoms to abate, could the symptoms have been prevented, was the patient's diabetes medication changed immediately before or sometime after the aforementioned symptoms and the events leading up to the patient's medical intervention/reported symptoms such as blood glucose readings, diabetes medication intake, food intake, and physical activities. In addition, it would have been helpful to know the patient's diagnoses and treatment in the hospital, why she was treated with insulin, the duration of her hospital stay, and her blood glucose readings during her hospital stay. During troubleshooting, the customer care advocate verified that the testing technique was correct, the puncture area was cleaned appropriately, the meter was coded correctly, and the reported meter readings were confirmed in the meter's memory. This complaint is being reported because the patient claimed she received medical intervention that can be suggestive for hyperglycemia after the inaccurate issue began. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform the FDA of product(s) that do not pass inspection in a supplemental report.